Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failure occurred. A field service engineer (fse) identified medication and cardboard lodged at the rear, obstructing the sensor and causing the mechanism to become pinched and fail to open. The fse cleared the obstruction and restored normal operation. The system functioned as intended after field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed and was not detected on the bus. Rebooting did not resolve the issue, and a maintenance required message appeared. The other cubies in the drawer were functioning. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.